Manufacturer narrative:
Occupation: patient. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting procedure the patient experienced pain. The patient had 4 stents implanted, two stents were placed in an overlapping manner in the left iliac and two implanted in an overlapping manner in the right iliac. The patient reported that she experienced minimum to no pain prior to the stent placement, however post stent placement she experienced pain in the abdomen and surrounding areas including her legs. It was unspecified if the patient received treatment for the pain. No further patient complications were reported.